Manufacturer narrative:
The device was evaluated and repaired by the biomedical engineer at the user facility. The biomedical engineer provided technical support with their findings and it was revealed that the ventilator performance and alarm functionality met specification. The only exception was the battery endurance performance in which the battery went from low to empty battery status. A log review showed multiple high-pressure events, but no log entries indicating a power loss condition were identified during these events. As a precaution, the internal battery was replaced, and battery charge and hold performance were verified. Preventive maintenance and post-repair verification testing were subsequently performed, confirming acceptable ventilator performance and alarm functionality. Based on the available information there is no evidence of a device malfunction resulting in loss of ventilation, airflow interruptions, or power was confirmed. The device was returned to service following repair and verification testing.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. Some information was not provided and is unknown; therefore, a complete UDI cannot be provided.

Event description:
Customer stated that the device experienced intermittent interruptions in airflow while being used on a patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.